Event description:
The customer stated the device would not shock during checkout. No pt involvement.

Manufacturer narrative:
The device has been received but additional time is required to completed the investigation. A supplemental will be submitted completion of the investigation.